Event description:
The nice man on the phone suggested that instead of biting down while fitting, push up with your fingers. The second one completely split so I have none. I will try this. Thank you for your time and working with me. He also said I didn't need the upc because I threw the box away.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.